Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that noise appeared on the image because contact with the processor was poor due to corrosion on the electrical contacts of the connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had a disconnected cable. The issue was found during a reprocessing event. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found that the camera cable was damaged and flooded, video connector contact had corrosion, image had noise, and the device had white scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address: full establishment name - (B)(6).